Manufacturer narrative:
(B)(4).

Event description:
It was reported that soon after the catheter was placed in the ICU, a leak was found coming from the catheter body near the juncture hub. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient was a result of this occurrence. The insertion site was the internal jugular vein.